Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2016-00501. Follow-up identified a laminectomy with washout was performed at l-2/l3 as the next course of action. Subsequently, the issue resolved.

Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. 3006705815-2016-00501. It was reported the trial patient experienced pain at the needle insertion sites. Reportedly, the physician noted purulent discharge from the same insertion sites. As a result, the trial leads were removed and the patient hospitalized to receive IV antibiotics for a suspected infection. Follow-up identified the patient was still hospitalized pending further treatment options to address the issue.